Event description:
A malfunction alarm was reported with the code malf 16. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the device, assisted with the pump reset, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue recurred.